Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a hardware failure occurred, and the system displayed a message indicating that maintenance was required. The station did not allow the user to open drawers or retrieve medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) pharmacy reported concerns with the es refrigerator but were unsure of the issue. The pharmacy suspected a high temperature condition; however, after inspection, no faults were found and the refrigerator was operating normally on arrival. The system functioned as intended after the field service engineer investigated the device.